Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead has a history of far field r-wave (ffrw) oversensing and that the at/af (atrial tachycardia/ atrial fibrillation) burden has been inaccurately calculated and reported, therefore the atrial detection has been programmed off. The atrial lead remains in use. No patient complications have been reported as a result of this event.